Manufacturer narrative:
Based on the available data, a general product problem could be excluded. All internal measurements with lot 495035 were within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for 6 patients on a cobas e 801 module (serial number (B)(4) and cobas e 602 module (serial number requested but not provided) with two different reagent lots. The second reagent lot used was 490258 (expiration date was requested, but not provided). The patient results were not reported outside of the laboratory.